Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported experiencing blood glucose fluctuations with values ranging from 50 mg/dl to 400 mg/dl while using the device. The patient was able to self-correct these episodes by consuming food or changing supplies. No hospitalization, additional medical intervention, or long-term health effects were reported.